Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with heavy calcification. Resistance was not felt during advancement of the 12 x 40 mm armada 35 balloon dilatation catheter (bdc) and it crossed the lesion successfully. The balloon ruptured after the third inflation at nominal pressure. The armada 35 bdc became stuck with the non-abbott guide wire and could not be removed. The bdc, the guide wire, and the 7f introducer sheath were removed with force out of the patient's anatomy as a single unit. Once outside the anatomy, it was observed that some pieces of the balloon were wrapped around the guide wire. Angiography was performed to confirm that no balloon pieces remained in the patient's anatomy. No further treatment was performed after the ruptured balloon was removed from the anatomy; however, due to the heavy calcification, surgery was performed. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. The reported difficult to remove the device was unable to be replicated in a testing environment as it was based on operational circumstances. A cine of the procedure was received and reviewed by an abbott clinical specialist who concluded the following: based upon information provided, it appears that, while the balloon may have been inflated within the instructions for use guidelines, it likely ruptured due to a puncture by the existing calcium within the anatomy. A heavy burden of calcium had been reported by the physician. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
The physician noted that pieces of the balloon got stuck on the wire and also some pieces remained subcutaneously. The physician collected all the ruptured pieces. No additional information was provided.